Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test and self test. No pump error 24 alarm noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported circuit failure via phone call. Troubleshoot was not performed. Customer blood glucose reading was unknown.insulin pump will be returning for analysis.